Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014 a zoll pt service rep (psr) contacted zoll customer support to report that a (B)(6) male pt had a sore on his back under the rear therapy electrode (te) pad that was seeping puss. The psr reported that the pt was in a nursing home and had a large open wound on his back and arm. The psr adjusted the lifevest so it was not sitting directly on the wounds on his back. The pt continued to wear the life vest. It is unk whether the pt required med intervention. The clinical outcome of the wound is unk.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.